Event description:
Healthcare professional reported "capsular contracture baker grade iii" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" against left device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on october 17, 2022, with lot number 3030766. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: wear abrasion observed on the shell. Observed, opening device in the radius, posterior and anterior side assessed as surgical damage. Creases observed on the shell. No further actions are required as the device was implanted.

Event description:
Device has been explanted.